Event description:
On (B)(6) 2012, the reporter called animas alleging that the insulin pump shut off and would not power up again after the patient wore it while swimming. The reporter also stated there was no vibration or audio tone or display when new batteries were placed in the pump. The reporter also stated that there was a rip in the keypad rubber when it was exposed to water. During troubleshooting, there was no moisture found in the battery compartment, the cartridge compartment or visible behind the display screen. There was no patient impact associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was found to the battery compartment or cap. The battery tightened to the pump and the pump booted appropriately. The pump was exercised for 24 hours without power issues. The battery cap was tested and no defects were found. The pump was opened and moisture was found inside of the pump and the pump was found to be leaking from a damaged keypad. Unrelated to the complaint, the keypad was found to be torn at the up and down arrow buttons and contamination was observed under the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report replaces prior report # 2531779-2012-04981.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.